Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the stenting of the wide-necked aneurysm at the basilar artery(ba), the physician was unable to find the radiopaque marker(ro) on the stent delivery wire. The ro marker was not visible under fluoroscopy. The physician removed the stent and completed the procedure with a different manufacturer stent. There were no reported clinical consequences to the patient.

Event description:
It was reported that during the stenting of the wide-necked aneurysm at the basilar artery(ba), the physician was unable to find the radiopaque marker(ro) on the stent delivery wire. The ro marker was not visible under fluoroscopy. The physician removed the stent and completed the procedure with a different manufacturer stent. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the stent deployed when received for analysis. The stent marker bands were confirmed to be present during inspection. No other anomalies were noted. Functional test could not be performed as the stent was returned deployed. Based on the device analysis, the reported event of the radiopaque marker(ro) not being visible on the stent delivery wire could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.